Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, a b. Braun z-med balloon ruptured during inflation when attempting to perform balloon aortic valvuloplasty. It was reported that the patient had a large amount of calcium on the native annulus. There were no known associated adverse patient effects reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)